Manufacturer narrative:
Title: robotic surgery for benign and low-grade malignant diseases of the duodenum source: robotic duodenal surgery khan et al. The american surgeon april 2019 pp414-419. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, postoperative complications were seen in 10 patients; bile/pancreatic leaks (3), ileus/delayed gastric emptying (3), and post-operative bleeding (1). Additional complications of unknown relevance included; cardiac arrhythmia (1), narcotic-related respiratory distress (1), and epidural-related headache (1). Clavian-dindo complications grade iii and higher were noted in 3 patients, all of which required additional surgery. 2/3 patients were noted to have a leak at the duodenotomy site.